Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input the carbohydrate ratio into the pump incorrectly. Customer's blood glucose level was 206 mg/dl. Tandem technical support guided the customer through entering in the correct carbohydrate ratio.